Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The getinge fse that discovered the issue further reported that the error message indicated a "plugged disk", which occurred at the start of the test. The fse replaced the pneumatic interface module (pim) and performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter:(B)(6).

Event description:
During a scheduled preventive maintenance by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module (pim) test. No patient was involved during this event, and no adverse event was reported.